Manufacturer narrative:
Investigation: 245 samples were received. They came in sealed packaging blisters. Visual inspection was performed finding 12 samples with white epoxy drip over on the plastic hub. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a foreign substance was found in five (5) needle 16x1 rb before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign substance was found in five needle 16x1 rb before use.